Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: patient information could not be obtained due to country privacy laws.â â  legal manufacturer: hcs madison 3030 ohmeda dr, USA ,madison, wi. 53718.

Event description:
It was reported that there was a malfunction resulting in agent delivery less than 20% of set volume. There was no patient injury.